Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that there was intermittent sound. It was alleged that the pump caused the patient to have a blood glucose of 44mg/dl without symptoms. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 30-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 23-mar-2018 with the following findings: during the investigation, the dual alarm complaint was unable to be duplicated. The pump turned on to an audible and vibratory alarm. The pump was opened, and no intermittent conditions were observed on the piezo or the vibration motor.